Manufacturer narrative:
The coil was returned however very limited information was received. The device positioning unit (dpu) was not returned. The proximal section of the sl-10 microcatheter was severed and not returned. The coil was returned partially protruding outside the microcatheter. The proximal section of the coil was stretched. The distal section of the coil was also damaged. Based on the evidence received and from the end user¿s narrative, the most likely contributing factor to the coil¿s resistance may have occurred during the positioning of the coil inside the aneurysm due to distal interference from either the coils already dwelling inside the aneurysm (if previously placed), on itself, or from the distal tip of the microcatheter if placed at an acute angle. The coil stretching most likely occurred when the coil became temporarily anchored on coils already dwelling inside the aneurysm, on itself, or from the distal tip of the microcatheter. When the anchored coil was retracted either for repositioning inside the aneurysm or during removal from the patient, the coil then stretched which may have caused the unintended coil detachment, however without the return of the dpu used in the procedure, the exact contributing factors to the coil¿s resistance, entanglement, anchoring, stretching, and unintended detachment cannot be definitively determined nor can the stiffness in the detachment zone which may have influenced the microcatheter¿s position as reported be determined as to the exact root cause. The end user¿s narrative in the complaint event does agree with both the evidence and the laboratory¿s findings. It was not stated if a one to one movement was observed or if the microcatheter was an acute angle to the aneurysm¿s neck. If this was the case, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the dpu used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint that the coil was stretched was confirmed during product investigation during visual analysis. The cause of the stretch could be related to another failure the user reported, which is entanglement of the coil with previously placed coils. Without the return of the dpu the exact root cause of the alleged issues could not be determined however procedural factors outlined in the IFU likely contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the facility reported that during embolization of an unspecified 4x8x5mm saccular aneurysm the orbit galaxy g2 coil (641cx0308/c16562) faced resistance in the aneurysm and partially stretched inside the excelsior sl-10 microcatheter (details unknown) resulting in additional intervention to retrieve the coil with a micro-snare. The coil may have become entangled with other coils in the aneurysm. The coil was the third coil in the procedure and the embolization was assisted by a balloon. Half of the coil went into the aneurysm, but the other half faced resistance when positioning in the aneurysm. The coil got stuck and probably was partially stretched inside of the microcatheter. Doctor could neither push coil into the aneurysm, nor pull it back into the microcatheter. The coil had to be caught by micro snare and removed along with microcatheter. The procedure was completed with a same/like device. An adequate continuous flush was maintained through the microcatheter at all times. There was no resistance between the guidewire and microcatheter when accessing the target site. There were no kinks in the microcatheter that may have contributed to the event. The microcatheter was not repositioned over the coil while the coil was being deployed however the doctor reported that there was stiffness at the detachment zone of the coil, which was affecting the position of the microcatheter, causing the coil to become stuck. It is mentioned that entanglement with previously placed coils is suspected to have contributed to the event. Upon snaring the coil, the entire coil was removed. Due to the issue the procedure was delayed for 10 minutes but there was no adverse consequence to the patient. The orbit galaxy g2 device will be returned.

Manufacturer narrative:
Concomitant medical products: microcatheter (details unknown), other embolic coils (details unknown). The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.